Event description:
Per the audiologist, in 2008, the patient reported intermittent pain and "noise" when using the cochlear implant system. In that month, the pain reportedly had become continuous and sound performance with the device has declined. Results of an integrity test done by the clinic on the same month were consistent with normal receiver/stimulator function. The electrode tests were grossly normal. In approx three months later, the audiologist reported that the patient was doing well with a new sound processor program. In september, the patient again reported pain as well as noise from the implant side with and without device use. An x-ray done (date not reported) indicated the device was in the proper position. The patient's device was explanted on approx four months later, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.